Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced a low glucose alert while using the ilet bionic pancreas and self-treated with two glucose tablets and approximately half a cup of regular soda after previously using soda to address a high glucose reading. Device data synced by the user showed a lowest glucose value of 74 mg/dl and no values below 70 mg/dl, and the user reported no meal announcements for approximately one to two months. Symptoms included perceived low glucose with corresponding alert. Outcomes included self-management without medical intervention or hospitalization. Investigation included review of device-generated glucose data and user-reported history and actions, as well as troubleshooting and education, with a referral for further clinical support. Investigation of this case revealed that the device functioned as designed, with alerts corresponding to user-reported symptoms and no confirmed hypoglycemia in the downloaded data. It was concluded that the event did not involve device malfunction and was consistent with user behavior and self-treatment practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.